Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the burnt capacitor and damaged transistor on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analyis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.